Manufacturer narrative:
The recipient reportedly experienced a skin flap infection. The recipient was prescribed augmentin on (B)(6) 2016 for two weeks. On (B)(6) 2016 the recipient was reportedly hospitalized. The recipient's infection has resolved.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4).

Event description:
The company was informed that the recipient's device was explanted due to infection and electrode extrusion. During explant surgery inflamed tissue and biofilm was found on the implant site and on the mastoid cavity. The inflamed tissue was removed. The recipient's infection extruded through the posterior canal wall. The tympanic membrane was removed. A tube was discovered in the tympanic membrane. It is believed the infection is due to the tube. Muscle was placed on the ear canal to provide vascularization to the area. The recipient continues to be monitored.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. This is the final report.